Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. Customer's blood glucose (bg) level was 1000 mg/dl. Customer went to the emergency room with ketones; amount was not known, and was treated with intravenous insulin. No additional information regarding this event was provided. The customer continued to use the pump for insulin therapy. Date of event is approximate.